Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. The customer's report was verified and the defib connector was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.